Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 29mm aortic pericardial valve, implanted approximately nine (9) years and eight (8) months, was explanted and replaced with another 29mm aortic pericardial valve. Through follow up with the health care provider, it was learned this device was explanted due to regurgitation. The operative report indicates the patient had significant aortic insufficiency. The leaflet of the prior pericardial valve, particularly the right coronary leaflet, had been stretched out. It was not dislodged, but it was stretched out, almost prolapsing below the plane of the other two causing the aortic insufficiency. At the time of the procedure, the patient also had an ascending aortic aneurysm and the entire ascending aorta was replaced. Intraoperative tee showed good biventricular function and a well-seated bioprosthesis with good function. No evidence of perivalvular leaks. The explanted aortic valve was not available for return because it was discarded by the hospital. No other patient information has been made available.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the explanted valve is not available for return and evaluation because it was discarded by the hospital. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the health care provider has indicated the failure of this device was due to one of the leaflets "prolapsing below the plane of the other two causing the aortic insufficiency." No further information has been provided. No information has been provided regarding the patient's condition. Without return of the device for evaluation and additional patient medical history, we are unable to comment on the clinical observation as reported.